Event description:
The physician was using an integrity rapid exchange (rx) bare metal stent for treatment of a lesion. The device was unable to cross the lesion and on removal, it was noted to be damaged. The lesion was reported to be a very calcified distal lesion. Another stent was used to treat the lesion successfully. The physician felt that the reported damage was as a result of repeated attempts to cross the calcified area. There was no patient injury and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: failure to follow instructions (repeated attempts to cross lesion); inherent risk of procedure (failure to deliver the stent and stent deformation); patient's condition affected effectiveness of device (very calcified lesion). Conclusion: device failure/lack of effectiveness related to patient condition (very calcified lesion); user error contributed to event (repeated attempts to cross lesion).